Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink, difficult to position and difficult to remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the non-abbott thrombectomy catheter was advanced over the guide wire resistance with the anatomy and/or interaction with the guide wire resulted in the reported difficult to position. Manipulation of the devices resulted in the reported guide wire kink; thus, resulting in the reported difficult to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a thrombolysis procedure, the ht command es guide wire was advanced to the target site in the dorsalis pedis artery. A non-abbott thrombectomy catheter was advanced over the guide wire; however, the device was unable to advance and became stuck. Attempts were made to remove the thrombectomy catheter and vessel access was lost. Both devices were removed as a single unit. The procedure continued using a new guide wire and thrombectomy catheter. There was no adverse patient effect and no clinically significant delay. No additional information was provided.